Event description:
It was reported that the patient is deceased and died approximately two years and five months after implant of a single chamber implantable cardioverter defibrillator (ICD) and defibrillation lead. Both products were returned to the manufacturer from a pathologist status post autopsy. The preliminary report lists the cause of death (cod) as cardiomegaly (eight hundred-twenty grams) with dilated ventricles, left greater than the right and a pericardial effusion; secondary causes listed were bilateral pleural effusions and hepatomegaly. A final cod was obtained from the funeral home, and per the certificate of death, the cod was lethal arrhythmia due to dilated cardiomyopathy, secondary to congestive heart failure.

Event description:
It was reported that the patient is deceased and died approximately two years and five months after implant of a single chamber implantable cardioverter defibrillator (ICD) and defibrillation lead. Both products were returned to the manufacturer from a pathologist status post autopsy. The preliminary report lists the cause of death (cod) as cardiomegaly (eight hundred-twenty grams) with dilated ventricles, left greater than the right and a pericardial effusion; secondary causes listed were bilateral pleural effusions and hepatomegaly. A final cod was obtained from the funeral home, and per the certificate of death the cod was lethal arrhythmia due to dilated cardiomyopathy, secondary to congestive heart failure.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional comorbidities noted on autopsy: the aorta had mild atherosclerosis and coronary arteries had mild calcific arteriosclerosis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional comorbidities noted on autopsy: the aorta had mild atherosclerosis and coronary arteries had mild calcific arteriosclerosis. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. The device experienced normal battery depletion, and met the expected longevity. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had a breached cut and cosmetic depression. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional comorbidities noted on autopsy: the aorta had mild atherosclerosis and coronary arteries had mild calcific arteriosclerosis. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. The device experienced normal battery depletion, and met the expected longevity.